Event description:
Per the clinic, the patient developed an outer ear infection. Subsequently, the electrode array extruded from the patient's cochlea and was visible in the patient's ear canal. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the ball electrode extruded from the patient's cochlea; not the electrode array as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; there are no plans to reimplant with a new device as of the date of this report, october 10, 2013. This report is filed on october 10, 2013.